Event description:
The patient presented in the ER after receiving a hv therapy. Interrogation of the device showed possible output circuit damage. The hv lead impedance also reported n/a. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.